Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed elective replacement indicator (eri) with a charge time of 13.6 seconds, and a monitoring voltage of middle of life 2. Premature eri declaration was suspected. A manual capacitor reform was completed, and a save to disc and memory dump was requested.